Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in high out-of-range shock lead impedance measurements. Technical services were discussed and provided troubleshooting options. No adverse patient effects were reported. This product remains in service.